Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had intermittent capture, high pacing impedance, and decreased sensing, all indicating that the rv lead was fractured. The patient was asymptomatic. The rv lead was explanted and the patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of suspected lead fracture, gradual increase in lead pacing impedance, intermittent capture and gradual decline in sensing were not confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Test for lead impedance could not be performed due to the lead was returned incomplete and separated in three pieces consistent with procedural damage. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.